Event description:
Went to prime the "bd alaris pump infusion set" and the tubing was missing a roller clamp. So, I grabbed another one and that tubing was missing a luer lock at the end. Lot is (10) 20043249 for both packages of tubing.